Manufacturer narrative:
The technician isolated the issue to the head up hydraulic valve. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the head section of the bed is drifting down.